Event description:
During a follow up, the device was found in back up vvi (bvvi). The suspected cause of the bvvi was due to low battery voltage. The bvvi was not addressed as the device was explanted due to elective replacement indicator (eri). The patient was stable.